Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had post reset ram crc alarm. The customer's blood glucose level was 351 mg/dl. The customer stated the alarm did not occur immediately after a battery change. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error noted during testing. No pump error noted after the battery change. No unexpected insulin pump restart noted. Unit was programmed with test boluses. All boluses delivered properly and were listed in the daily history screen. No bolus anomaly or history anomaly noted. Unit communicated properly with the blood glucose meter. No insulin pump/meter disconnect noted during testing.